Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using indigo system catrx aspiration catheters (catrx), a non-penumbra sheath and a guidewire. During the procedure, the physician experienced resistance while advancing the catrx into the target vessel due to a calcified ledge. The physician torqued the catrx to pass the calcified ledge. Next, the clot was successfully aspirated and the catrx was removed. Upon removal, the physician noticed that the distal end of the catrx was broken. The procedure was completed using another catrx and the same sheath. There was no report of an adverse effect to the patient.